Event description:
Patient reported via sus voluntary event report "got silicone breast implants..." "Was fine...then started with symptoms, joint pain but not ra, headaches, lyme, then ebv which wont go away. Hashimoto and hypothyroid. Dry itchy eyes and blurry have to wear glasses all the time now but still cant see clearly. Scalp tingling and pain. Ear problems pain, hearing loss. Balance issues where I fell and broke my wrist. Bpv that keeps coming back. Allergic to everything I ate food, meds, and environmental things. And through all of this...I was seeing dots, rheumatologists, endocrinologists, neurologist, ent naturopath. I had MRI of just about everything. But no cause of any of these symptoms. Was tested for ra, ms, parkinsons, and more because the symptoms matched these diseases but everything came back normal. Was tested for toxic chemicals...and xylene came up super high but had no idea why. I went dairy and gluten free. Took every supplement to try to feel better. Then...I started with numbness and tingling in my feet and hands which grew to muscle weakness in my legs and arms. No one could find a cause for any of this. Elevated liver enzymes and hepatosplenomegaly. But no direct cause...my naturopath suggested maybe my implants. This was the first doctor that suggested this even though they all knew I had them. Saw a neurological chiropractor for the tingling and numbness. [The chiropractor] did testing and couldn't find a cause but said my nervous system was in overdrive. Also agreed that maybe from the implants. So in researching bii a light went on and it all made sense. I had all these symptoms that they were describing." These events were determined to be not-device related. Also reported "my naturopath sent me for a breast MRI...and my right one is ruptured and they are both in capsule contracture." This is for the left side. Device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5110832. (B)(4). The event of "capsule contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsule contracture".